Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2016, follow-up imaging identified evidence of a proximal type I endoleak and aneurysm enlargement of 1 cm. It was reported the trunk-ipsilateral leg component had lost circumferential device apposition to the proximal aortic wall as a result of aneurysmal disease progression over time. On (B)(6) 2016, an additional procedure was performed to treat the proximal type I endoleak, whereby an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.